Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely deformation of the cable unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported; the camera head had a wire with loose contact. The issue occurred during an unspecified procedure. There were no reports of patient harm.